Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely the imager flickering occurred due to a failure of the video connector. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found the reported issue of "poor contact, resulting in flickering image" was confirmed. The issue was found to be attributed to a defective connector causing flicking image with noisy stripes. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported the video connector was of poor contact, resulting in flickering image. According to the report, there was no delay as no procedure involved in this event. There was no patient involvement, no user injury reported .